Event description:
It was reported the patient had a loss of therapeutic effect. The patient also experienced a burning sensation and a shocking or jolting sensation. Their stimulator would not work until the turned it high enough for a shocking sensation. The patient had a revision on (B)(6) 2014. The patient¿s right buttock would get numb from the implant site to half way to their kneecap. The implant site hurt to touch and felt like it was burning and constantly hot. The patient wondered if their nerve was damaged or if stimulation had been put in a different location. The patient could not feel stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06fgu, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).